Event description:
The following has been reported: amiodarone infusion- unresolvable air in line alarms- frozen on alarm screen. Infusion was switched to b braun pump reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that a CAPA is open to address the subject of "defective air sensor". In addition, we cannot confirm that this pump may have software version 4.2. For information, an event has been created on this version of software, an fsn has been communicated and a correction of this software has been made via software 4.2a, soon to be available in canada. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: abnormal. Kabitrack record(s): could be linked to CAPA.